Event description:
Pt became deaf when they were 10 months old, now the pt has a cochlear implant -clarion-. The pt had been operated in 1999 and after 8 months the pt caught bacterial meningitis - streptococcus pneumoniae and they contracted it in 2002 again. Now the pt has been vaccinated, but reporter knows that there's a part of this implant that can cause meningitis - electrode positioner-. Rptr asks if it is possible to remove it.